Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "reoperation due to hematoma/seroma". Later healthcare professional reported "the hematoma/seroma was not device related. No complaint against the device.". Later patient reported "reoperation due to capsular contracture". Later patient reported "raynaud's phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)", not device related. Later patient reported ¿raynaud¿s may have been previously undiagnosed prior to augmentation.¿ this record is for the right side. Device remains implanted.